Manufacturer narrative:
All available information indicates that this lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that an unknown duration of oversensing was observed for a patient with this right ventricular (rv) lead. Additional information was sought from a local area sales representative. At this time, no further information is available. To date, no additional adverse patient effects were reported.